Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Associated MDR: 1018233-2013-00435.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instruction for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection , inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or laceration of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pelvic pain, discomfort, left inguinal pain, ridge at top of vagina/anterior-posterior access/scar tissue (scar tissue), vaginal apical defect/scar formation/double vagina secondary to mesh irregularity (vaginal mucosa damage) (scarring), vaginal narrowing, blood loss, urinary frequency, urinary urgency, painful intercourse, dyspareunia, frequent crying (emotional changes), anxiety, urinary incontinence, muscle spasms, urinary retention, defaecatory dysfunction, constipation, rectocele, cystocele (prolapse), shortened urethra, visible mesh/mesh exposure, urethra/rectum deviation to the right, thinned external anal sphincter, low back pain, left leg/hip pain (joint pain), lower abdominal pain, cannot walk for more than 15 minutes (ambulatory difficulties), left pelvic pain during sex, left sciatic pain when straining for bowel movement, waking at night to urinate (nocturia), joint stiffness, muscle weakness, depression, and required additional surgical and non-surgical interventions.